Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; both output connectors were broken. It was also found that two case screws were contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial connector was broken. The epg has been returned for repair. There was no patient involvement.